Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that a user programmed the dose entry field instead of the rate entry field during a pump module infusion resulting in a medication error. No patient harm was reported.